Event description:
Additional information was received that this patient underwent a revision procedure and the lead was successfully repositioned. No further adverse patient effects were reported. This product remains in-service.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs and low r-waves. It was alleged that this lead had dislodged. The impedances were reported to be stable. No adverse patient effects were reported. The patient was to undergo a revision procedure in the near future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.